Event description:
It was reported that a small dissection of the coronary sinus was caused by the insertion of the catheter. No hemodynamic complications were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.